Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump had insulin flow block. The customer¿s blood glucose level was above 500 mg/dl. Customer stated that they had changed the tubing and had insulin flow block alarm. The customer was assisted in performing a 5.0 units fill cannula and the insulin exited. The customer was advised to change the entire infusion system. The insulin pump will not be returned for analysis.